Event description:
The facility's biomed engineering dept reported an infusion pump with an 812:02 failure code that occurred during biomed testing. The hosp rep stated that there is no report of pt injury or need for medical intervention involving the device.